Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan wil evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the reporter contacted lifescan on behalf of the lay user/patient alleging an "error 4" issue with the patient's one touch ultrasmart meter. This complaint was classified based on the customer service representative's (csr) documentation. According to the reporter, the alleged issue first began about 5:30pm on the event date, after the issue began, the patient reportedly developed symptoms of feeling shaky but, did not take any actions in regards to her diabetes treatment and did not receive any medical intervention. The csr asked the reporter to perform a test with a new vial of test strips but the reporter did not have any test strips to troubleshoot with on the phone. This complaint is being reported, because the patient allegedly developed symptoms after the "error 4" issue. In addition, the "error 4" was not resolved with troubleshooting. The meter, test strips, and control solution were replaced.